Event description:
Info received indicates the reverse trendelenburg burg function will not operate but the hi/low function is working. The accounts engineer has replaced the foot panels and reseated the connection on the fib board but the issue remains.

Manufacturer narrative:
Repairs have not been completed.